Event description:
A pt in (B)(6) was undergoing a dialysis treatment that involved a polyflux 210 h dialyzer. Following "air in blood t0 failure" and "air in venous line" alarms, the nurse resolved the alarms. The content of the extracorporeal circuit was returned to the pt. The pt became symptomatic with complaints of chest heaviness, shortness of breath, vomiting, and headache. The pt was transported to the hosp for further observation.

Manufacturer narrative:
The dialyzer was discarded and not available for inspection.